Event description:
It was reported that the patient underwent a facelift, browlift procedure on (B)(6) 2015 and absorbable hemostat was used. The absorbable hemostat was implanted to control bleeding. The surgeon reopened the patient the same day to drain excess fluid collected in the neck area. The patient continued to have excessive drainage post-operatively. It was reported the surgeon is considering reopening the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.